Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
An incident happened with the memobag, the bag separated from its link and stayed in the patient. The bag was removed from the patient. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because of unavailable defective device. Returned 6 unused representative samples were visually checked and no defect was observed. These samples were further tested to "closure wire strength" according to protocol 0011351, rev. 01. The results met the product requirement to "closure wire strength" which is 30 n, as defined in zprq-010, rev.02, and section 8. 7. The minimum measured value was 75 ,499 n and the mean value was 101, 724 n. The root cause of reported defect cannot be clearly determined based on lack of information regarding reported defect and unavailable defective device. The returned unused representative samples were properly manufactured and met specifications. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
An incident happened with the memobag, the bag separated from its link and stayed in the patient. The bag was removed from the patient. The patient's condition is unknown at this time.